Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The shaft of one therapy ablation catheter was received for evaluation. The results of the investigation concluded that the catheter shaft was severely damaged, with multiple bends, kinks and gouges noted, as well as the shaft having been severed from the handle. Electrodes 3 and 4 were noted to be pushed distally from their corresponding conductor wire holes. Inspection of the indentations from the displaced electrodes revealed evidence of the proper amount of adhesive and correct electrode spacing. The device met specification prior to release from sjm manufacturing facilities as supported by the device history record. The cause of the reported event could not be confirmed and remains unknown. The cause of the damage to the device is consistent with damage during use.

Event description:
During a ventricular tachycardia ablation procedure using a therapy ablation catheter, the catheter could not be removed. While manipulating the therapy ablation catheter in the left ventricle, the tip of the catheter became entangled in the chordae tendonae and could not be removed. A thoracotomy was performed to remove the catheter from the left ventricle. The patient has since been discharged to home.